Event description:
My son was burnt on his neck by the malem bedwetting alarm. We followed the instructions as stated, however, the alarm overheated and burnt him. This product is faulty and should be examined by your department. FDA safety report ID# (B)(4).